Event description:
It was reported that during a lap hernia repair procedure, the trocar snapped in half. The surgeon was trying to reach a specific angle with an instrument. Trocar was broken in half and both pieces were retrieved. Customer does not have device or information on the device such as lot number. Customer stated no reported patient consequences.